Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient left a message with animas stating that the pump was power on and off and was in diabetic ketoacidosis (dka). Customer support (cs) had contacted the patient several times and was unsuccessful. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged power issue with the pump.